Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. No excessive no delivery or motor error alarms were noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A doctor reported via phone call that the insulin pump stopped working and that the customer was hospitalized for high blood glucose levels. Motor error troubleshooting was performed. The customer's blood glucose level was 400 mg/dl at the time of the motor error. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer mentioned receiving a no delivery prior to the motor error. The customer was able to complete pump rewind but the alarm history contained more than one motor error within the last 30 days. Troubleshooting for no delivery alarm found that the past event was resolved by infusion set change. The customer blood glucose level was 240 mg/dl at the time of the call. When the customer was when to the emergency room, the customer's blood glucose was 500 mg/dl and 390 mg/dl when admitted to the hospital. After the motor error the customer's blood glucose went up to 600 mg/dl and was in diabetic ketoacidosis. The customer was not wearing the insulin pump during hospitalization but was for less than 48 hours. Troubleshooting for the high blood glucose readings was declined. Per motor error troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.